Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been hit over the implant site on (B)(6) 2022. The audio processor was knocked away and the site where it was positioned hurts since then. A re-implantation has been scheduled in (B)(6) 2022.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user has been hit over the implant site with a bottle on (B)(6) 2022. The audio processor was knocked away and the site where it was positioned hurts since then. The user has been reimplanted on (B)(6) 2022.